Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2018-13000. Reference MFR. Report: 1627487-2018-13002. It was reported the patient suffered a fall and then experienced ineffective stimulation. O address the issue, the physician explanted and replaced the patient¿s three leads. Postoperatively, effective therapy was restored.

Event description:
Device 2 of 3: reference MFR. Report: 1627487-2018-13000, reference MFR. Report: 1627487-2018-13002.